Manufacturer narrative:
Continuation of d10: product ID 3778-45,# serial# (B)(6), implanted: (B)(6) 2007; product type lead . Product ID 3778-45 , serial# (B)(6), implanted: (B)(6) 2007; product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(6), ubd: 22-feb-2011, UDI#: (B)(4) ; product ID: 3778-45, serial/lot #: (B)(6), ubd: 22-feb-2011, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated for the last couple of years they have been having odd symptoms. Patient stated their leg goes numb, their shoulder spasms uncontrollably and it feels like the device is on but it shouldn't be. Patient noted that the sensations are spreading to their foot and they are convinced that something is wrong with the wiring. Patient said they will be on a workout or something and will come back and their muscles will start twitching on the left side of their body and it felt like the stimulator was turning on and there was a lot of pain in their spinal cord and back. Patient mentioned that they stopped using the device and had it shut off in 2015 and so something has to be going on due to all the weird sensations and symptoms. Patient stated that they no longer have pain and haven't for 5 years and that is why they had their device turned off; patient followed up saying the device is not supposed to be on. Patient noted that their implant was a workers comp; they went to physical therapy once they moved but soon stopped once they felt better and that they didn't need it anymore. Patient mentioned that they do not have a pain management doctor or any assistance in their area and haven't for 7 years or more. Patient stated that the pain and twitching has started to spread and gotten bigger in different regions of their body. Patient noted that these issues are happening every other week now and have gotten worse over time but this is the worst that it has ever been. When asked for an event date; patient reported that the odd symptoms and sensations started around 2019 or 2020 and that is when they were very noticeable and they noticed in physical therapy. Patient then noted that in 2021 or 2022 they were more active and thought that could be when too. Patient ended with saying that this all started around (B)(6) 2021. Agent advised the patient to find a doctor and then work with them on further addressing the issue. The issue was not resolved. Agent sent a physicians listing to patient.